Manufacturer narrative:
The lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
Boston scientific provided the following information: it was reported that failure to capture was reported on this rv lead. Patient was syncopal and had a fall. He was also experiencing hallucinations. Threshold found to be 6.5v @ 0.3ms. Impedance increased from 520 ohms to 1500 ohms. No capture in unipolar.